Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they u sed the ins a while back and it did not work. Pt stated that the ins stimulated everything as the stimulation went to their knee and up to the other side of their body. Pt states a mdt rep named kelly told them a way to go ahead and stimulate their foot without using stimulation from ins. Pt states that another rep did everything they could "under the sun" but it just did not do the trick. Due to nature of the call (pt was upset and swearing) pss did not collect further information including hcp.